Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error's meaning. There were no leaks. The patient was connected at the time of the alarm. The patient line was properly primed prior to connection and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. Tsr checked the set-up found that the clamps were open on the unused lines. Tsr explained how important it was to close the clamps. The hp would complete therapy with a manual exchange. Proper procedures were reviewed with the hp and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.